Event description:
I was implanted in (B)(6) 2007, my first problems occurred in (B)(6) 2007. I started bleeding for 3 1/2 months and went to the dr. I asked him if he thought maybe I was having some kind of reaction to my essure. His words were no it wasn't the problem. I often wandered why I would have had a problem like that. After that I started to have problems with my menstrual cycles, they would come on very heavy and last for days. Then in (B)(6) 2010, I started my cycle and it was extremely heavy with lots of blood clotting, and so very heavy it would run out of me as if I were peeing in my pants. I was going on my 14th day when my husband rushed me to the ER, and once there they ended up having to give me a blood transfusion and then a c was done later on that day. The dr. Told my husband I was on the verge of death because of so much blood loss. I have just recently gone back to the ER again in (B)(6) 2013 because of blacking out while on my overly heavy cycle once again. I have had essure for almost 7 years and it has been nothing but pure hell and misery. My cycles are extremely miserable and can not bear to even get a monthly anymore. I have awful migraines, left hip and lower back pain. I have brain zaps and can barely remember what I was saying or doing 5 minutes before. It is embarrassing at times to even have a conversation with someone, because of forgetting what I was even saying. I am a very moody person now. I am extremely fatigued, and have no energy it's all I can do to get through my daily routine. I am short of breath and feel very heavy chested. My legs tend to get really weak and shaky feeling when I am up doing my chores for to long and I have to stop and relax a few minutes. I have extreme bloating and cramping everyday and it tends to get worse the more I'm on my feet. Could you imagine being bloated with cramps everyday of your life. I have gained so much weight in the past years since being on essure, and it is impossible to lose any of it. My husband and I rarely have intercourse due to the bloating and cramping that I deal with. When we try it ends up being very painful. I am blessed that I have a very loving and caring husband that worries about my health. Some men will walk out. I was always blessed with good health and never had any issues, until I was implanted with essure in 2007. Since then I have had nothing but health issues. I am only (B)(6) years old and feel so much older with so many aches and pains. Before essure I was very active and felt great everyday. That's how I want to feel again. I am so tired of this thing draining the life out of me. I wish to my god I would have just gone on with doing the tubal ligation and not went with the drs. And nurse's advice and have this nightmare implanted in me. Since this last ER visit I have been feeling a lot worse and don't know what to do, and I can't convince the dr. That essure is what's causing my problems. I know my body and how I felt before and after essure. I am so tired of being sick. I just want my life back!!!!! I am so tired of grinning and bearing this pain. I want this evil device out of me!!!!!!!! Please take our experiences and life stories about this method of birth control serious. You know that something has to be wrong with it if there are more and more women speaking up about their health issues and were not all crazy either. How can so many women suffer from the same issues and some more than others. Please advise any of the women you know or love to please not have this procedure done. It will take your life from you.. The best thing conceptus could have done was to never make this device. It has done nothing but make a many of women suffer...